Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer 5 was failed. A field service engineer stated that there was a slight delay in patient care workflow. The customer added that they were able to retrieve medication from another station 50 feet away. A field service engineer re-secured the pyxibus cables and checked for any cuts to resolve this issue. The system functioned as intended after field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system is offline. The customer stated that the medstation was not turning on. There were no adverse events or injuries reported based on this event.